Event description:
A report was received that the patient underwent a revision due to pain at pocket site. Two extensions were explanted. Nothing was implanted. The patient is reportedly doing well.

Event description:
A report was received that the patient underwent a revision due to pain at pocket site. Two extensions were explanted. Nothing was implanted. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-3138-55 serial:(B)(6) description: scs phiii ext 55cm explanted extensions will not be returned to bsn as they were discarded by medical facility. It is indicated that the extensions will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information received indicates that the pocket pain was caused by the lead extensions tangling inside of the pocket due to the ipg moving around.